Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Proximal neck diameter was 15.5 -17.6mm. Proximal neck length was 10mm. It was reported that during the index procedure, the ipsilateral limb was successfully implanted. The physician then implanted the cuff. Upon removal of the cuff delivery system, it got caught on the proximal portion of the ipsilateral limb stent graft during graft cover re-sheathing. The limb was pulled into the sentrant sheath and removed from the patient. A new limb piece was inserted and physician closed as normal. Per the physician, the cause of the limb removal was due to operator error. The cuff was placed to treat a suspected proximal type I endoleak. It was noted that the endoleak was not very well pronounced and was mitigated following another inflation of the reliant balloon. The physician stated they wanted to implant the cuff piece to avoid having to bring the patient back for further treatment. The type ia endoleak was resolved to the physicians satisfaction and they stated the cause was anatomical. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: a review of pre-implant 3d recon revealed that the patient has a fusiform abdominal aortic aneurysm which contained mild thrombus and minimal calcification. The proximal aortic neck angulation measured approximately 45 degrees, l-r, with minimal calcification. The proximal aortic neck diameter just below the renal artery measured 15.5 mm, and 10 mm lower was 16.9 mm. The aortic neck measured 10 mm in length. The distal aorta measured 21 mm in diameter. The left common iliac artery ranged 10.7-14.3 mm in diameter. The right common iliac artery ranged 11.2-13.9-13.5 mm in diameter. The common iliac arteries were moderately calcified and mildly tortuous. The exact cause of the removal difficulty, delivery system of the cuff being caught on the ipsilateral limb stent graft, and proximal type I endoleak could not be determined from the pre-implant films provided. The films during implant and films post implant were not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.